Event description:
A male presented to the ed with ulcers to the right foot a week prior to the reported event. During a dressing change, he pulled the skin off the right great toe and it "started spurting blood and pus." He was a known diabetic under treatment for insulin dependent diabetes mellitus, hypertension, hyperlipidemia, coronary artery disease, attention deficit hyperactivity disorder,obsessive-compulsive disorder, and back pain. He was admitted to the med-surg floor with a diagnosis of diabetic right foot infection with an infected ulcer over the first mp joint and uncontrolled diabetes mellitus. He received IV antibiotics, warm soaks to the right foot, and dressing changes. Two days later, he was taken to or for excision debridement of the right foot, right big toe and opening of the metacarpophalangeal joint. As long-term antibiotics were planned for osteomyletis, the physician ordered a PICC inserted by nursing. Two days after the or procedure, the PICC line was inserted by a seasoned rn with certification in PICC insertion and 13 years experience in this procedure. On the third attempt, the line was placed in the left ac basilica. The entire catheter of 19.5 inches was inserted with 0 inches on the outside. Three days after insertion, the PICC line was removed per order by the same rn who inserted the line. After warm soaks were applied to the arm, the PICC line was removed with minimal traction. The tip appeared to be angle cut (as was cut on insertion), but the line only measured 18 inches. At that time, the nurse was curious and tested the line's strength. She "pulled minimally on it and it snapped very easily." In her 13 years of experience, she has never seen a line so fragile. The surgeon on call was notified and a portable chest x-ray was ordered. The x-ray confirmed that part of the catheter remained in the vein, "a 6.2 cm linear density was noted on the more medial aspect of the distal arm just proximal to the elbow consistent with residual PICC line." The surgeon on-call expressed confidence to the rn that no migration should occur as the catheter is in a superficial vessel at the elbow region. A plan was made for the surgeon to remove the PICC residual foreign body two days later, and at that time to insert a mediport. The mediport was inserted as planned without difficulty, but after venotomy and further fluoroscopy from the elbow to the subclavian, the surgeon was unable to locate the foreign body. A plan was made for x-ray the next day for location of the foreign body. A chest x-ray done the next day revealed a 4.3 cm fragment of the PICC line overlying the right chest in the pulmonary artery. Fluoroscopy and x-rays of the right arm on the same day showed no radiopaque foreign body. Plans were made for transfer to a tertiary facility for removal of the broken PICC line in the right pulmonary artery. Throughout the hospital stay, patient has maintained good blood flow to the arm and free of respiratory symptoms.manufacturer response (as per reporter) for PICC, per-q-cathspoke with rep at customer service. He said we did not have the correct bard division to report this problem. He agreed to pass this message along to the correct division and call us back. This call was on the day of the mediport insertion and inability to locate the foreign body catheter fragment. To date, he has not called us back.